Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 150 mg/dl. The customer reverted to multiple dose injections for insulin therapy, and a replacement pump was sent.